Event description:
It has been reported that the device is unable to download software. No known patient involvement.

Event description:
Philips received a complaint indicates that device stuck in english page with the red cross. Patient involvement remains unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.